Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had a problem with a umbilical arterial catheter. Customer reports: this patient was taken to the operating room on the day of this event for surgical intervention to treat hypo plastic left heart syndrome. Just after skin incision, the patient became unstable and required continuous fluid resuscitation. The norwood procedure was aborted and pulmonary artery bands were placed as a temporizing measure. When the surgical drapes were removed, the umbilical arterial catheter was noted to be spurting blood. The patient was stabilized and transferred to the pediatric intensive care unit with an open chest. The patient returned to surgery in 2008, for chest closure with an anticipated return for the norwood procedure in a week.

Manufacturer narrative:
Submit date: may 23, 2008. An investigation is under way. Upon completion the results will be forwarded.